Event description:
This pt had a port-a-cath inserted at another facility on 7/18/97 into the subclavian vena cava for venous access. On 9/23/97 it was noted that the port-a-cath had ceased to function and the pt was brought to surgery for removal and replacement. After the catheter was removed it was noted that a section of it had separated and a portion remained in the superior vena cava, right ventricular and going out the pulmonary artery. The pt was then taken to special procedures for the removal of the remaining section. The fragment was successfully removed without incident. The pt was released the same day.